Manufacturer narrative:
The device was returned and then evaluated by a service engineer (se). The ascites pump failure could not be duplicated. The se disassembled the ascites pump assembly and cleaned the pump. Subsequently, the pump was tested for over an hour without any failure. The device passed all other testing as well.

Event description:
The device user (du) reported that 26 minutes into the perfusion with liver on board, message code 300 (ascites pump running continuously) was present, but the ascites pump was not running. The du had already attempted troubleshooting, but it did not resolve the issue. The graphical user interface (gui) showed that the ascites pump was running as indicated by the "1" on screen. The du also mentioned that the reservoir level dropped very quickly and was not able to refill so they added 2 additional units of blood. The du stated that when the ascites pump was opened, the wheels would turn intermittently, but would stop when they closed the door. Afterwards, they manipulated the tubing to remove a small airlock and the pump turned on briefly before stopping again. An additional unit of blood was later added. The du was then advised by the clinical specialist (cs) to switch the disposable set over to another metra. Subsequently, the doctor came into the perfusion and was able to remove further airlock through manipulation of the tubing. The ascites pump was working at the time.